Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that shortly after implant, this right ventricular (rv) lead exhibited high pacing thresholds, low amplitude and was found dislodged via x-ray. A revision procedure was performed wherein the lead was successfully repositioned. The lead remains in service. No adverse patient effects were reported.